Event description:
It was reported that the left ventricular lead was explanted and replaced due to a capture anomaly. The lead was electively replaced for the best future outcome of the patient.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.